Manufacturer narrative:
Manufacturer ref# (B)(4). Reporter occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, scarring, psychological distress, fear, anxiety, depression, and physical/sexual limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: patient allegedly received an implant via the right common femoral vein due to brain tumor surgery followed by an unsuccessful, percutaneous filter retrieval (B)(6) 2019 and a successful, open filter retrieval (B)(6) 2019. Patient is alleging vena cava and organ (duodenal wall) perforation, device fracture (limb disconnection embedded l3 vertebral body). Patient notes and further alleges post-implant hospitalization for bilateral pulmonary thromboembolism, experiencing "significant pain prior to removal. Significant scarring and pain as a result of removal surgery. Failed to prevent pulmonary embolism and may have caused further clot problems. Great psychological distress experienced due to pain and knowledge of fractured device", physical and sexual limitations as well as fear, anxiety and depression." Per CT scan: on (B)(6) 2014: inferior vena cava (ivc) filter placement: "this was followed by the introduction of a cook celect inferior vena cava. The released in the infrarenal inferior vena cava. A repeat inferior venacavogram revealed excellent positioning of the filter." (B)(6) 2014 x-ray: "there is ivc filter to the right of l2 vertebra." (B)(6) 2017: CT abdomen/pelvis: "an ivc filter is in place." (B)(6) 2018 CT abdomen: "ivc filter present. The filter location is similar to (B)(6) 2017. The struts extend beyond the margin of the ivc." (B)(6) 2018: CT abdomen/pelvis: "an inferior vena cava filter is again noted in place. Infrarenal inferior vena cava is distended with adjacent fat stranding. Faint filling defects versus artifact is seen in the proximal left common iliac vein." (B)(6) 2018: CT abdomen and pelvis cta: "no evidence of inferior vena cava or iliac vein thrombosis." (B)(6) 2019: CT abdomen and pelvis: there is an infrarenal ivc filter. The legs of the ivc filter appear to be widely splayed, extending into the second and third portions of the duodenum anteriorly and slightly within the anterior aspect of the right psoas muscle posteriorly. There is also prominent marginal osteophyte on the right anterolateral margin of l203, also closely associated with a leg of the ivc filter." (B)(6) 2019: unsuccessful percutaneous ivc filter retrieval: "totally occluded ivc segment involving the ivc filter. Retroaortic left renal vein acting as bypass to a occluded ivc segment ivc filter with 10 degrees medial tilt. Unable to pass a 5 french catheter through occluded segment". "The top of the filter is embedded in chronic thrombus/fibrous tissue. Totally retained and embedded ivc filter. On CT imaging the primary legs of the filter appear to be outside wall of occluded cava. Impression: no access to ivc filter for retrieval." (B)(6) 2019: x-ray abdomen: "three small thin curvilinear radiodensities, two of which possible representative of fractured ivc filter tines. The most inferior metallic density overlying s1 is most likely an essure device." (B)(6) 2019: CT abdomen and pelvis: "impression: removal of ivc filter with changes of ivc ligation. Scattered metallic foci within the right hemiabdomen, favored to represent intraperitoneal fracture tines of ivc filter."